Manufacturer narrative:
Investigation results: the fiber was returned broken into two pieces. The first piece measured approximately 50.2 cm from the top of the connector to the break. The second piece measured approximately 264 cm from the break and included the entire distal tip. Visual inspection of the sma connector shows that the strain relief boot was detached and not returned. Visual examination revealed that light cannot travel to the fiber face within the sma connector to illuminate it indicating that the fiber is broken within the connector, likely as a result of handling during setup of the procedure, resulting in the reported failure to fire and confirming the complaint. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint.

Event description:
Note: this report pertains to the first of four devices used during the same procedure. It was reported to boston scientific corporation on (B)(6) 2019, that an accutrac 200 laser fiber was used for a ureteroscopy with laser lithotripsy procedure in the kidney performed on (B)(6) 2019. Reportedly, a dornier laser console was used. According to the complainant, during the procedure, the aiming beam came on but the fiber did not work. A second accutrac 200 laser fiber was opened and the same issue occurred. A third accutrac 200 laser fiber was opened and it worked for about 15 seconds and then it would not work. A fourth accutrac 200 laser fiber was opened and the same issue occurred. The procedure was completed with a different laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; fiber broken within connector.